Manufacturer narrative:
The c 501 analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the potassium electrode on a cobas 6000 c 501 analyzer. A nurse practitioner questioned the initial values, so the samples were repeated. The repeat values were deemed correct. The first sample initially resulted in a k value of 5.9 mmol/l and it repeated as 3.8 mmol/l. The second sample initially resulted in a k value of 7.4 mmol/l and it repeated as 4.9 mmol/l.

Manufacturer narrative:
The field service engineer determined the wrong sipper and pinch valve tubes were installed during customer maintenance. The engineer replaced the sipper tube, the pinch valve tube, the sipper nozzle, a spring, cover, vacuum gaskets, and sipper seals. The syringe mechanisms were lubricated. The investigation determined the service actions resolved the issue.